Event description:
It was reported that the middle wire on the device tip broke during the procedure rendering the wand unusable. Another wand was opened to complete the procedure. However, the incident resulted in a surgical delay of 30-60 minutes. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The lower electrode is detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed and the device produces plasma on the remaining stubs of electrodes. The suction- and saline line were tested and performed as intended. The complaint was verified however the lower and not the middle electrode is detached. The root cause could be determined due to expected wear/tear. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into...